Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had finished the load sequence, however the pump stated that a cartridge must be loaded. It was indicated that no alarms were in the pump logs. During troubleshooting with tandem techncial support, the customer load the same cartridge and was able to resume insulin. There was no impact the customer's blood glucose level.